Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. The customer did not provide additional information regarding the elevated blood glucose. The occlusions were resolved with a supply change.